Event description:
It was reported that during a hernia procedure, on the second firing, the clip was malformed. The same device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.